Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02137 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reported that the user had been utilizing the "blend" mode rather than the "control cut" mode during the procedure, resulting in a reduced cutting effect and increased coagulation. The user has since been instructed to utilize the "control cut" mode and, although no further issues have been reported, it is unknown whether this has resolved the reported issues. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: foot switch serial number is (B)(4). Correction: device manufactured date is (B)(4) 2010. Visual evaluation of the returned device found it to be in good physical condition, and both pedals functioned properly. During electrical testing, all connections on the unit and foot switch were checked and wires were manipulated during energy delivery, but no issues with either component were found. The foot switch and unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint of intermittent monopolar output; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any other defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02137 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and foot switch were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the unit delivered energy intermittently in monopolar mode. It was reported that the user had been utilizing the "blend" mode rather than the "control cut" mode during the procedure, resulting in a reduced cutting effect and increased coagulation. The user has since been instructed to utilize the "control cut" mode and, although no further issues have been reported, it is unknown whether this has resolved the reported issues. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: intermittent output. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.